Manufacturer narrative:
One device was returned for repair with complaint that the device double beeped without the cassette attached. Visual/functional testing was performed. Found downstream occlusion (dso) sensor nub dents. The reported problem was verified by functional testing. The cause is the dso sensor. Replaced the dso sensor to correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported that the device double beeped without the cassette attached. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.